Event description:
The customer reported the unit has a backup audio alarm failure. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed diagnostic error code, "backup alarm failed." The customer reported they had fco50 implemented in february. The remote service engineer (rse) assisted the customer with adding serial number and paid options for avaps cflex and ramp. The customer replaced the central processing unit (cpu) to resolve the issue. The unit was tested and it was returned to service.